Event description:
It was reported that there was undersensing and "unusually low" battery voltage. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed. Outer insulation breached; full lead returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.